Event description:
Customer reported no delivery alarms on her insulin pump. She stated she cannot get through an entire reservoir without getting at least one no delivery alarm and elevated blood glucose. Customer has tried different tubing lengths, but not different cannula lengths. She stated that when rewinding and priming, the device makes a loud screeching noise. This last occurred on (B)(6) 2014, when customer's blood glucose was 484 mg/dl. She treated with the device that time. The alarm was resolved with a complete set change, so troubleshooting could not be completed. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's last blood glucose was 111 mg/dl. Nothing further reported.

Manufacturer narrative:
Device passed displacement test, a21 error test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No excessive no delivery alarm. Device was monitored and no loud noise during testing. No cosmetic damage noted.